Event description:
The customer reported that when acquiring 12 lead, there was a v1 failure.

Manufacturer narrative:
The customer reported that when acquiring 12 lead there was a v1 failure. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.